Event description:
The MFR received information alleging a low pressure alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.